Event description:
Customer called to report the pump had a no delivery alarms. Also stated that customer had a serious reaction to being injected with a huge amount of insulin. Troubleshooting was performed. The no delivery alarms continued. Device was not dropped, bumped, or exposed to moisture.